Manufacturer narrative:
Additional information: h4: the lot was manufactured between november 29-december 1, 2024. H11: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection was performed and the reported issue of leakage was identified from the administration spike port bonding area. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: the device was received for evaluation. The reported issue of leakage was identified by initial visual inspection of the returned sample, as leakage of clear tpn solution into the outer pouch was observed. Functional testing was performed and leak was noted from the administration spike port bonding area during testing. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process, causing an incorrect bonding in the returned sample. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix® 250 ml eva tpn bag leaked at the membrane port. The issue was noticed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.